Event description:
It was reported to philips that the device had worn buttons. A customer requested assistance from bench service technician. Per the customer, the unit had worn buttons. Due to the noted issue, a rubber button cover was ordered and replaced, to return the device to working condition based on the conclusion of the investigation, it was determined that this was an issue of worn buttons. Replacement button cover was ordered and replaced to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had worn buttons. A customer requested assistance from bench service technician. Per the customer, the unit had worn buttons. Due to the noted issue, a rubber button cover was ordered and replaced, to return the device to working condition based on the conclusion of the investigation, it was determined that this was an issue of worn buttons. Replacement button cover was ordered and replaced to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.